Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this implantable pacemaker was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed a sudden decrease in longevity of less than six months since the last checkup three months ago. Boston scientific technical services (ts) explained battery increment was per half year. This pacemaker appeared to running as expected since it was twenty-five percent paced. This pacemaker remains in service. No adverse patient effects were reported.